Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The guide wire was stalled in a concomitant support catheter. The catheter was stalled in a concomitant guiding catheter. Approximately 40-80mm of the distal segment of the catheter strands was unraveled by twisting. Under the unraveled strands, the guide wire shaft with damaged polymer jacket was observed. To observe the proximal segment of the strands, a protector tube was removed from the catheter. Strands were completely unraveled and no longer retained the original helical structure. The guide wire with peeled ptfe coating was observed under the unraveled strands. Investigation of production records and adverse events data could not be performed because lot information was unavailable. Although review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information and investigation outcome, it was presumed that peeling of the polymer jacket and ptfe coating was attributed to unraveled shaft strands of the concomitant support catheter. Although there were no adverse patient effects, a possibility that some coating fragments might be left in the patient anatomy could not completely ruled out. Instructions for use (IFU) states: - [warnings] do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart; and, - [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that removal of an asahi support catheter was difficult due to deformation during a pci to treat a heavily calcified cto in the rca #2. The subject asahi guide wire crossed the lesion with an asahi microcatheter; however, the microcatheter and a non-asahi small balloon failed to cross the lesion. Another unsuccessful attempt was made with an asahi support catheter when the catheter shaft became deformed by twisting and stalled in the lesion. To release the twist, the catheter was rotated in the opposite direction and then removed from the lesion. Because the catheter could not be pulled into a guiding catheter, those devices were removed together from the patient anatomy as a unit. A new guiding catheter was replaced and the pci was resumed after confirming that the vessel was not damaged. The pci was successfully completed with reestablished blood flow. The physician commented that catheter deformation following difficulty to remove was attributed to excess torsion that he inadvertently applied while the catheter tip was being trapped in the lesion. It was when the tip was crossing the lesion; he had focused on the tip so much that he overlooked the damage occurring on the shaft at that time. The patient was without problem after the procedure.